Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global yel 24ga x .75in had foreign matter. The following information was provided by the initial reporter: this is a report about dirt on the needle cover. According to the customer's report, a dirt on the needle cover was visually confirmed before unpacking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-18. H6: investigation summary: bd received a 24 gauge insyte autoguard blood control unit from lot 0147326 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of brown-red foreign matter (fm) on the needle cover. The piece of fm was sent for ftir spectral analysis and was found to be a mixture of glyceryl trioleate, polyethylene, polypropylene and dc 360 silicone. The defining component of the analysis was glyceryl trioleate. Glyceryl trioleate was not a known material used throughout the manufacturing process and a manufacturing engineer was contacted to obtain their feedback on where the foreign matter may have originated from. The origin could not be identified as any step of the manufacturing process and was then determined to have originated from a source outside of the manufacturing process or environment. For the remaining identified components, polyethylene, polypropylene, and dc 360 silicone, these are common materials found in the manufacturing of insyte autoguard devices. Due to the varying stages in which these components are used, no further conclusions could be drawn on where the reported defect could have occurred. Therefore, the foreign matter was likely introduced through environmental factors via cross-contamination. Personnel are trained to and must adhere to manufacturing policies which define practices and requirements for gowning in environmentally controlled manufacturing areas. Smocks and hair covers are worn during the manufacturing process to protect the product from dust, dirt, hair, lint, or other particulate that may adversely affect the quality of the product. Additionally, maintenance, cleaning, and organizing are all performed to help mitigate the occurrence of this defect. This was determined to have been a manufacturing defect and a notification was issued to all manufacturing personnel to raise awareness of this issue and ensure proper gowning is worn. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that iag bc pro global yel 24ga x .75in had foreign matter. The following information was provided by the initial reporter: this is a report about dirt on the needle cover. According to the customer's report, a dirt on the needle cover was visually confirmed before unpacking.